Manufacturer narrative:
The device has been received, but investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under separate medwatch report number.

Event description:
This is filed to report a leak. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. During preparation of an xtr clip, it was noted that while flushing the device, fluid continue to drip from the gripper cap. The physician tried to tighten the cap, but the leak continued to occur; therefore, the device was not used and was replaced. An xtw clip was prepped and inserted without issues. The leaflets were grasped, and the clip deployed, reducing mr to a grade of <1. However, after deployment, the clip gradually opened to roughly 40 degrees, causing mr to increase to a grade of 2. It was noted the clip remained stable on the leaflets. To further reduce mr, an additional clip was successfully implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported issue of gripper lever cap leak was confirmed via returned device analysis. It was also observed there was polyimide tubing protrusion under the o-ring and gripper lever cap. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents. All information was reviewed, and the confirmed gripper lever cap leak was a result of polyimide tubing protrusion under the o-ring and gripper lever cap. This was determined to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.